Manufacturer narrative:
No button error alarm was noted during failure analysis. Unit received with intermittent up button response due to moisture damage keypad trace. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked lcd window and corroded motor home switch. No unexpected blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump display went blank. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer inserted a new battery and the display returned. However, the display went blank when the customer pressed a button. The customer pressed a button a second time and the display returned, but the display was dim and difficult to read. The customer did not recall any significant events leading to the issue in which button presses would blank the screen. The insulin pump will be returned for analysis.